Event description:
Error code 001 is a service due alarm that only occurs when the pump is initially powered on and would not cause an interruption of therapy. This malfunction is not reportable and no other information will be provided on this complaint.

Manufacturer narrative:
Corrected data: see b5.

Event description:
Information was received indicating that a smiths medical cadd legacy plus pump exhibited error code 001. No adverse effects were reported.